Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was missing the rubber ring on top of the reservoir compartment. The patient's blood glucose at the time of incident was 175 mg/dl. The reservoir was loose inside of the reservoir compartment. The insulin pump also alarmed stuck button while the patient was on an airplane during landing; the patient was not pressing any keys at the time of alarm. The insulin pump will be returned for analysis.